Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # r93471. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 9 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is it the user¿s normal routine to load and inspect the clip off vessel prior to firing? Can it be confirmed that the user brings forces neutral prior to and when beginning the firing process? Was there any torqueing, twisting or downward pressure during clip application? What was done to address the scissored clips intra-op in the initial procedure? How many clips were placed on the patient side? How many clips were placed on the cystic duct? How many clips were placed on the cystic artery? How long post-operatively was the bleeding/bile leak identified? How was the bleeding/bile addressed? During the re-operation, was a clip on the cystic artery? If yes, what was its shape? How many clips were placed on the cystic artery?

Event description:
It was reported that during a laparoscopic cholecystectomy, the surgeon has had scissoring clips with el5ml. The patient was returned back to surgery for a post-op bleed, bile leak.

Manufacturer narrative:
(B)(4). Per photographic evaluation: upon visual inspection of the pictures, 1 clips can be fully observed. The clips appear to be malformed, the photos do not provide enough evidence to determine root cause. Please refers to the physical analysis for further information. Additional information was requested and the following was obtained: how many clips were placed on the patient side? 2. How many clips were placed on the cystic duct? 2. How many clips were placed on the cystic artery? 2. How long post-operatively was the bleeding/bile leak identified? 24 hrs how was the bleeding/bile addressed? Uncertain. During the re-operation, was a clip on the cystic artery? Uncertain. Does the surgeon us a two stage loading/firing process? I don't believe so. So I would say no.